Event description:
Monitor malfunctioned during angioplaty procedure. Pt was immediately connected to portable monitoring device. Blood pressure continued to drop nd code was called. During the procedure, pt was noted to have dissection in circumflex artery and techs were unable to visualize the left coronary artery system. The pt was taken to surgery for emergency coronary artery bypass with grafts and intra-aortic balloon pump insertion. The pt expired during the procedure.